Manufacturer narrative:
(B)(4). Bent advancer. The analysis results found that one el5ml device was received with 1 j-shaped clip and 1 distorted clip in jaws and in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Additionally, the device was disassembled and 9 clips were found on the clip track. No testing could be performed due to the condition of the device. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a diagnostic laparoscopy procedure the device would not fire when the surgeon was trying to use the device. The case was completed with another device of the same product code. All information known at the time was reported. There were no patient consequences reported.